Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to decrease despite being plugged into a charger and displaying the charging icon, which led to a pump shutdown. The charging issues persisted across multiple wall adapters. The customer's blood glucose (bg) ranged from 170-173 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.